Manufacturer narrative:
(B)(4). This information was learned during diligence on MDR #1828100-2105-00468 by the investigator, no complaint had been reported on this monitor back in (B)(6) 2015 when the others were reported. The reported complaint was confirmed. Per the 1.69 software upgrade, no accuracy is claimed until after gas calibration and an in-vivo calibration are performed. After the in-vivo the values are reasonable. Per diligence on MDR #1828100-2105-00468 with the customer, they found that the upgrade caused the device to switch to factory default values instead of using the last calibrated values, and after that was changed they had no more issues. No product will be returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there were inaccurate values on the blood parameter monitor (bpm). This is an ongoing issue since after 1.69 software update. The device was not changed out, as they continued to use. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 9-feb-2016: since the bpm unit's software was updated from 1.65 to 1.69, they have noticed that prior to the first in-vivo calibration the mixed venous saturations were inaccurate. These inaccurate values continue until the in-vivo calibration is completed. This behavior is different than seen with previous 1.65 version of software. The perfusionist (ccp) mentioned that they have changed their clinical practice to include calibrations of mixed venous values on all cases as a result of the upgrade. The unit was gas calibrated prior to use and the calibration was successful. After the initial in-vivo calibration is completed and adjusted to the laboratory analyzed values, the bpm mixed venous values closely follow laboratory analyzed values. These unexpected values are detected as not accurate by the clinical team. The case was completed successfully, without delay and without associated blood loss. There was no harm reported.

Manufacturer narrative:
The blood parameter monitor (bpm) was returned on 24-mar-2016. No further evaluation will be done for this complaint, as it was determined to be due to the 1.69 software update and the customer fixed the issue in the field. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
There was an error on the initial emdr. The correct emdr number should be emdr #1828100-2015-00468.